Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was overstuffed. A field service engineer requested the escort to assist in resolving a failure with the full height cubie drawer 1 located in the auxiliary unit. The drawer required assistance to open due to a 2x5 cubie pocket being overstuffed, which caused the lid to obstruct the drawer¿s movement. The user unloaded the overstuffed pocket and relocated the IV bags to another appropriate location. User removed the overstuffed cubie pocket entirely, allowing the drawer to function normally. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.